Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The following events regarding postoperative bleeding after biopsy were reported in the 95th congress of the (B)(6) gastroenterological endoscopy society. Article title: clinical study of bleeding of patients under antithrombotic treatment after endoscopic biopsy for upper gastrointestinal tract the total cases were 33,295. They were performed from (B)(6) 2011 to (B)(6) 2017. Fb-231ks were used for upper endoscopic examinations. One week later after the examination, the doctor asked all patients whether bleeding occurred. In the study, accidental bleeding of 4 cases occurred after gastric biopsy as follows. Group of non-taking antithrombotic medicine: 2 cases; group of taking antiplatelet agent: 1 case; group of taking anticoagulant agent: 1 case; all cases were treated endoscopically; the malfunction of fb-231ks was not reported; this report is regarding 1 of 4 accidental bleeding cases.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".